Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was concerned that they had been charging four hours and the ins was still not fully charged up. The patient confirmed that they had all eight coupling bars and the was maintaining coupling during charging, but they stated that they could be sitting there all day long and ¿it never completes the charge, so they didn¿t know what to do¿. The patient reported that the battery was at about a quarter of the way full when they started the charge session. The patient indicated that they had not charged their ins in some time because of an unrelated surgery on (B)(6) 2017. The patient reported that the ins battery level was currently about 2/3 full (patient services suspected that the ins was at 3/4 charge). It was reviewed that based on recharging statistics, the current charging duration may be normal. It was reviewed that even with eight coupling bars, it could take four to six hours to charge the ins up to 100 percent. It was recommended that the patient continue to charge for another two hours and if the ins battery was still not incrementing past ¾ full then the patient should follow-up with their healthcare provider (hcp). There were no symptoms reported. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.